Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating that the device displayed a 1007 ¿ machine and proximal pressure sensors failed error message. The issue was determined to be related to a data acquisition (da) board failure. It is unknown whether the device was in use on a patient at the time the issue occurred; however, no patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
A philips service engineer was unable to evaluate or repair the device; therefore, it could not be determined whether the unit failed to meet product specifications. The customer declined service and repair, and no work order was generated. As a result, the outcome of the service event is unknown, and no additional information will be obtained. The investigation concludes that no further action is required at this time. If the customer elects to have the device evaluated and repaired in the future, a new service order will be opened and addressed through philips¿ standard complaint handling process.